Event description:
It was reported the multifocal intraocular lens was explanted 5 weeks after implant due to a refractive surprise. No patient injury occurred.

Manufacturer narrative:
The intraocular lens was discarded at the surgery center and not returned to the manufacturer for analysis. The lens met all manufacturing specifications prior to release to the market. A review of the implant database shows the initial implant of 23.5 diopters was replaced with a 25.0 diopter lens of the same model. Our investigation suggests this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.